Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease region 16, 15, 23, 46 & 45, peri-implantitis, infection, inflammation, mobility. On the day of the planned impression, the entire implant is loosened (without pain) when the cover screw is removed.